Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the pendant. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a procedure. It was reported that while moving the gantry towards the patient, the gantry angled/tilted toward the patient. There was no known impact to the patient.

Manufacturer narrative:
Additional information: there was a less than 5 minute delay and this occurred during a cranial resection procedure. The pendant was returned to the manufacturer for analysis. Analysis found that the system readied and functioned as expected. Functionality and usability test passed. No abnormal movement occurred. Passed visual inspection. If information is provided in the future, a supplemental report will be issued.